Event description:
It was reported that, "during the tightening of the blocker, a xia 3 screw head detached from the bone screw component."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.